Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our columns ¿ 118001b3 - hybrid or table column, surface-mounted. As it was stated, the column was not working properly and did not respond to the hand control during a surgery (carotid endarterectomy). The patient was under anesthesia. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 118001b3 - hybrid or table column, surface-mounted. During surgery on the anesthetized patient, the column was not working properly and did not respond to the hand control. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. The affected getinge device has been evaluated by the company¿s service technician and several malfunctions were found. The cable-connected hand control was found defective and the technician identified a receiver issue. Further, the table column intermittently did not respond to the hand control. The technician tested the table column and the height movement stopped randomly. The override panel responded intermittently. The table intermittently stopped responding to the hand control and sometimes continued to move slightly even when the hand control buttons were released. After replacing the affected I/o board, controller unit and override panel the problem was solved. The review of the database of the customer product complaints showed that there were no previous complaints registered for the malfunction related to the I /o board, override panel and controller unit so it can be assumed that the parts were not replaced since the manufacturing in 2015. The root cause for the malfunction of those parts is expected wear and tear. The technician replaced also two valves: double check valve and 5/3 valve. The valves were replaced 5 months before the reported issue. Unfortunately, the parts were not available for return for further investigation. The root cause for the malfunction of the double check valve and 5/3 valve is impossible to define. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As several malfunctions were found it was considered that getinge device was not up to specification. There were three similar complaints related to this issue investigated here, therefore, the failure ratio is (B)(4)%. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number (B)(4).